Event description:
The customer reported that the system displayed a communication error message and rebooted itself. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply voltage on the fluoro functions board was adjusted. The system was then found to be operating as intended.